Event description:
It was reported that the video processor had error code e116 was displayed. The issue was found during setting up the device before use. There were no reports of patient harm.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). Full e1 - city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h6 & h11 corrected fields: e1 based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.